Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included low back pain. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fallopian tube cyst ("cysts in fallopian tubes") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (underwent a surgical removal of the essure device/surgical removal of coil removal of essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, fallopian tube cyst and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube cyst, genital haemorrhage, ovarian cyst and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Diagnostic results: vaginal exam. Vaginal exam results: total bilateral occlusion most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were provided: genital haemorrhage, dysmenorrhea, fallopian tube cyst, ovarian cyst. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), hydrosalpinx ("left hydrosalpinx") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included low back pain and bartholin's cyst. Concomitant products included medroxyprogesterone (depo provera) for female sterilization as well as hydrocodone. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fallopian tube cyst ("cysts in fallopian tubes"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy laparoscopically removed).essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the hydrosalpinx, abdominal pain, fallopian tube cyst and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube cyst, genital haemorrhage, hydrosalpinx, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Discrepant information received as per pfs- date of essure insertion (B)(6) 2010 and earlier in source document it was 2006. Procedure: hysteroscopic essure placement. Bartholin cyst incision and drainage. The left and right fallopian tubes were then canalized with a total of 2 coils distal to the tubal ostia at the completion of the procedure diagnostic results: vaginal exam. Vaginal exam results: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received:the event vaginal haemorrhage,menorrhagia,hydrosalpinx,essure confirmation test not done added.reporters,concomitant medication,events outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), hydrosalpinx ("left hydrosalpinx") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no: 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Medical conditions: vaginal exam - vaginal exam results: total bilateral occlusion. Concurrent conditions included low back pain, bartholin's cyst and inflammation (fibrous tissue.). Concomitant products included medroxyprogesterone acetate (depo provera) for female sterilization as well as hydrocodone. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fallopian tube cyst ("cysts in fallopian tubes"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy laparoscopically removed and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the hydrosalpinx, abdominal pain, fallopian tube cyst and ovarian cyst outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube cyst, genital haemorrhage, hydrosalpinx, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Discrepant information received as per pfs- date of essure insertion on (B)(6) 2010 and earlier in source document it was 2006. Procedure: 1. Hysteroscopic essure placement. 2. Bartholin cyst incision and drainage. The left and right fallopian tubes were then canalized with a total of 2 coils distal to the tubal ostia at the completion of the procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality-safety evaluation of product technical complaints. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a surgical removal of the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.